Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, placing the right atrial (ra) lead was difficult. The lead was repositioned many times, until the helix would no longer extend. Another lead of the same model was implanted successfully. The physician believed the placement difficulty was caused by the anatomy of the patient's atrium. No adverse patient effects were reported.